Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has a direct ECG waveform, noise and disappearance. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1, g5, h6(medical device - problem code) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was not able to reproduce the issue. As a precaution, the fse cleaned the connectors related to the ECG waveform signal. After each work, the fse checked the operation based on the inspection record sheet and confirmed that it was currently in good working order.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).